Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter did not flash when connected to the sensor. The customer removed the sensor and noticed the electrode was missing. No pieces found inside the customer's body. Blood glucose value was 110 mg/dl. No harm requiring medical intervention was reported. The sensor will not returned for analysis.